Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer went to the emergency room (ER) on (B)(6) 2025 due to a blood glucose level of 541 mg/dl. Customer reportedly was discharged the same day, and began using multiple daily injections for insulin therapy. No additional information was provided, and customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.